Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a left internal carotid artery communicating segment aneurysm, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8799366) passed through the concomitant microcatheter (unspecified brand) tip and the physician attempted to release the stent. It was found that two of the distal markers on the stent converged and the stent did not fully open nor expanded as intended. The physician retracted the stent and replaced it with a new stent to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2024, additional information was received. The information confirmed the procedure was a stent-assisted aneurysm embolization procedure targeting the left internal carotid artery communicating segment. Per the information, the target aneurysm was an unruptured ¿drumstick aneurysm [of] unknown size.¿ there were no aneurysm nor vessel factors that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). Information related to whether the reported 20 minutes delay in the procedure was clinically significant or not could not be obtained. However, the information confirmed there was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8799366. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned. Microscopic inspection was performed on the stent component. Broken struts were found. Both ends of the stents were observed to be completely expanded. Although both ends of the stent were noted to be completely expanded, the complaint is confirmed based on the broken struts found. The broken struts suggest that the device was inadvertently subjected to excessive force during manipulation, and the breakage could have resulted in the lack of proper opening behavior of the stent however, with the limited information available, the root cause of the failure mode observed remains inconclusive. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The stent detachment was not originally documented in the complaint, which detailed that the stent was still attached to the delivery wire during removal, thus, it is not likely that the stent became detached during its removal and this condition is not related to the reported failure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8799366. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-nov-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.